Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported by the customer that their insulin pump might have a delivery anomaly after they attempted to bolus. Customer states that they visually inspected the device and found the piston would not stop during the priming process, pushing all of the insulin in the reservoir out. Advised customer to discontinue use of reservoir and revert to back up plan. Customer's blood glucose level was 251 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.